Manufacturer narrative:
Note: this regulatory report was previously submitted on 22-feb-2018 as regulatory report # 3006340236-2017-00015 ¿ 1 with "follow-up" marked.. Per request, it is being resubmitted as an initial report. The surgical technique guide states pivoting the implant with the implant holder may damage the instrument. There is only one tt thin pusher included in the set. The design history file (dhf) was reviewed and there are no new potential risks. The ncr identified the potential cause is related to excessive insertion force. There were no adverse effects to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Per the sales representative, on (B)(6) 2017 the surgeon was using the thin pusher to position the implant during a tlif and the thin pusher broke. Per the sales representative, the surgeon was able to remove the broken piece and complete the case.